Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: for this case, the customer service engineer had completed a reload of the software. Due to this, the error logs were not available for the investigation. In addtion, the reported issue could not be reproduced during in-house testing. Therefore, the root cause of this complaint could not be investigated.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that after a renal ultrasound procedure, the study could not be retrieved from the system's hard drive. The data was deemed unrecoverable so the study was repeated one day later. The reported phenomenon affected the patient outcome by delaying the reading of the data by the radiologist. The same equipment was used to complete the repeated study. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System does not boot to imaging. The investigation is in process.